Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the delivery system was discarded. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a perforation with extravasation in the proximal left anterior descending artery. A 4.0x26mm graftmaster covered stent was deployed, but the perforation was not sealed. The perforation was successfully sealed with post-dilatation of the deployed stent. The graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.